Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the time and date on the insulin pump were not correct. Customer's blood glucose was 10.5 mmol/l at the time of the incident. When the customer checks the alarm history, she finds a date such as (B)(6) 2017 while she was on (B)(6) 2017. Customer stated there are data gaps when she uploads the pump. Customer also reported that the blood glucose readings are missing. Customer stated that the issue was occurring since last week. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programed correct time date and monitored for five days with 2.0 u/h basal rate and several boluses were programmed and delivered also. The insulin pump communicated properly and recorded the 64 mg/dl value properly from glucose meter. The insulin pump was downloaded to carelink pro properly and all bolus delivered and blood glucose meter value was found at the carelink report. No bolus, history anomaly or time clock anomaly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump uploaded properly using carelink pro. However, there was no data found from (B)(6) 2017 and (B)(6) 2017 at the carelink report or the insulin pump history file.